Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, the device could not be back-loaded over a guide wire into the vessel. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to backload the device over the guide wire into the vessel could not be confirmed. The device was returned with the plunger, suture, link, needles, and cuffs in pre-deployed position. There was dried blood observed throughout the device, indicating that the device was introduced into the patient anatomy. There were no damages observed on the sheath to suggest that resistance might have been encountered during the device introduction which could have prevented the device from being successfully back-loaded over the guide wire. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.